Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the device showed evidence of being inflated. The sheath was returned with the device. The sheath was split 9mm in length from the distal end. The balloon appeared winged, as if it had not been deflated properly. Microscopic examination of the balloon identified a 5mm segment on the center of a blade was detached from the balloon. The blade segment was not returned with the device. The pad remained bonded to the balloon surface. The device was inflated to its rated burst pressure (rbp) without issue. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user/ use error. The dfu states: if resistance is encountered when removing the catheter through an introducer sheath or a guide wire through the catheter, stop and remove them as a complete unit to prevent damage to the guide wire, catheter, introducer sheath, or vessel. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, removal difficulty and a blade detachment occurred. Vascular access was obtained through a radial vein. The 90% stenosed lesion was located in a non calcified and moderately tortuous 'shunt vein.' During withdrawal of the 4.0mm x 1.5cm flextome balloon catheter through a non-bsc introducer sheath, the balloon became stuck in the proximal part of the sheath and the sheath was torn. Once the device was removed outside of the patient, it was noted that a blade was detached and was stuck in the sheath. Angiography was performed to ensure no vessel damage occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, removal difficulty and a blade detachment occurred. Vascular access was obtained through a radial vein. The 90% stenosed lesion was located in a non calcified and moderately tortuous 'shunt vein.' During withdrawal of the 4.0mm x 1.5cm flextome balloon catheter through a non-bsc introducer sheath, the balloon became stuck in the proximal part of the sheath and the sheath was torn. Once the device was removed outside of the patient, it was noted that a blade was detached and was stuck in the sheath. Angiography was performed to ensure no vessel damage occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is good.